Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a afx2 bifurcated stent, a vela suprarenal and an ovation extender. On (B)(6) 2016, an additional 5 afx limbs were implanted. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the secondary endovascular procedure. Device, user, procedure and/or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Additionally, clinical assessment determined that there was evidence to reasonable suggest bilateral type ib endoleaks occurred that were not included in the event as reported. The type ib endoleaks were persistent since implant two days prior. The endoleak was discovered on (B)(6) 2018, during review of the (B)(6) 2016 and (B)(6) 2016 angiograms. A root cause for the bilateral type ib endoleaks could not be determined; however, it should be noted that the initial implant was off label based on concomitant use with products outside of the indications for use. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
It was initially reported that on (B)(6) 2016, an additional 5 afx limbs were implanted. Upon further review of the case it was determined that there were only 3 additional afx limbs were implanted.